Manufacturer narrative:
The technician found the alarm was not very loud. He replaced the scale board and the alarm to repair the bed.

Event description:
The account alleged that the patient positioning monitor (ppm) alarm is not working. A pt exited the bed and the alarm did not go off. There were no reported injuries.